Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead 2013-(B)(6). (B)(4).

Event description:
It was reported that within approximately three weeks of implant, the right atrial (ra) lead had dislodged twice. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.